Event description:
It was reported that during an unk procedure, the device's clips were not forming completely. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 4/16/2009. Information anticipated, but unavailable at this time.